Event description:
It was reported that a trained physician attempted an arteriotomy closure using a starclose device after an interventional procedure. The device became stuck, and the physician pulled the device until it was removed. There was no reported patient injury. It is unknown how hemostasis was achieved. No additional information available.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.